Event description:
It was reported that during an implant procedure, the stylet failed to advance into the atrial lead. The physician elected to not used the atrial lead and subsequently implanted a new atrial lead on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. A stylet could not be fully inserted inside the inner coil lumen due to blood found clogged in the inner coil lumen in the distal region. The cause of the reported event was isolated to the inner coil clogged with blood. Visual and x-ray inspections of the lead did not find any anomalies.